Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with non-symptomatic diffuse lamellar keratitis (dlk) in both eyes post lasik. The patient was prescribed an oral steroid and the previously prescribed topical steroid was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.